Event description:
I had a synvisc shot in my right knee. Same evening I had swelling of the knee with a large lump on the upper right side of the knee. Strangely 4 to 5 other patients having the synviscone shot from the same lot number were experiencing the same symptoms I had. Because of this and my extreme pain, is the reason for filing this report or complaint; however, you see it. Extreme pain in the rt. Knee when walking, trying to sit down or trying to stand up. Extreme pain walking, trying to sit, and trying to stand up. This extreme pain lasted 3 days. Fourth day seemed a little better. However over weekend pain continued. The (B)(6) of (B)(6). I received a cortisone shot. Pain is not as severe but the pain in each walking step continued, appointment with dr. (B)(6). He is sending me to therapy to strengthen my knee and upper thigh muscles, as they were weakened by m limping and catering to knee.